Manufacturer narrative:
Merge healthcare is investigating the issue to determine what may have happened to the archived images.

Event description:
Merge radsuite application provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. The system displays traditional 2d and reconstructed 3d radiological images using web-enabled viewers over both local and wide area networks. On (B)(6) 2016 a customer contacted merge healthcare support indicating that they were unable to find a study. Merge investigated the issue and determined that the alleged missing study was stored in 2007 and watermarked off in 2008. Merge healthcare has not been able to locate the image data. With historic images not being available for viewing, there is a potential for a delay in diagnosis and/or treatment. However, there were no reports of delay or harm to patients as a result of this issue. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 10/20/2016. Merge healthcare conducted an internal investigation ((B)(4)) to troubleshoot the customer's reported issue. After running a script for missing study cases, it was determined that the study in question was stored in 2007 and watermarked off in 2008. The customer was informed of merge healthcare's findings and suggested that the site contact the long term archive (lta) third party vendor for possible recovery. No further actions are anticipated at this time due to the issue being readily apparent to the user and no reports of delay in treatment and/or diagnosis due to this issue. Revised information contained in this supplemental report includes the following: evaluation codes: methods code: 4112 - analysis of data provided by user/third party. Results code #1: 104 - software problem identified. Results code #2: 4215 - data storage or loss of data. Conclusions code: 4315 - cause not established. Indication of additional manufacturer information and corrected data are contained in this follow-up report.